Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Per boston scientific process, this device was held in a safe, secured, environmentally-controlled storage area for 730 days. During that time, no product performance allegations were received and, as such, this device was sent to reclaimed parts. It is no longer available for further analysis.

Event description:
Boston scientific received information that a high out of range shock impedance greater than 125 ohms was observed on this cardiac resynchronization therapy defibrillator (crt-d). The out of range measurement was found when the crt-d was interrogated prior to the change-out in (B)(6) 2012. This crt-d was explanted for normal battery depletion. No adverse patient effects were reported.